Event description:
It was reported that the customer received a malfunction alarm identified as 16-0x20e6 in their pump. There was no reported impact to the customer¿s blood glucose level, as no glucose value information was provided. The pump was unable to be accessed due to the malfunction, and it is set to be returned for further evaluation. The customer is expected to receive a replacement pump with serial number 1473567. No additional information was received regarding the outcome of the event.